Event description:
It was reported that the patient states that her right hip aches badly giving her a pronounced limp. She states that since (B)(6) 2012, her hip is always painful and warm to the touch. The patient had a doctors appointment on (B)(6) 2012. The patient is scheduled to complete blood work and a MRI on (B)(6) 2012. The doctor has stated that he suspects she will need a revision but it cannot be confirmed until the results of her test are in. Additional information reported via sales rep: mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction/pseudotumor formation after rejuvenate femoral component due to modular neck-stem mechanism failure.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.